Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in set) while on the home choice (hc) device during drain. The home patient (hp) stated that they somehow got disconnected during drain. The baxter technical representative (tsr) advised to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up MDR will be submitted if additional information is obtained.